Manufacturer narrative:
Will not be returned to manufacturer.

Event description:
Caller states he got an infection in his leg due to using the same multiclix lancet repeatedly. A physician noticed that the caller's leg was swollen and red; the physician prescribed keflex and a compression sock for the caller. Caller's infection improved after 10 days of antibiotics and 2 weeks of wearing the compression sock. Requested return of suspect device however caller no longer has the lancet drum; replacement was sent.